Manufacturer narrative:
Sample analysis: an evaluation of the actual complain sample could not be performed as the coil remains within the patient and the delivery pusher was discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of a 3mm ruptured aneurysm, the last loop of the coil protruded in to the parent artery when the when the microcatheter was removed. It was observed that the coil protruding in the parent artery was pulsating in the arterial flow. A portion of the coil then migrated approximately 5mm while the other portion remained in the aneurysm. No intervention was taken. No harm was reported. Patient information - patient identifier, age, and weight are not available.